Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400mg/dl, 380mg/dl, 360mg/dl and 300mg/dl. The customer was exposed to an x-ray while traveling and since then the customer has been receiving high blood glucose levels. The customer has only been treating his high blood glucose levels with the insulin pump. Customer's blood glucose value was 130 - 137mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The time on the pump was off by 3 minutes, but the customer did not want to adjust the time on the pump. The customer ran out of time and said if he had additional issues with the pump, he would call back. The product was not returned for analysis.